Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male patient was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support the patient became septic. The sepsis was managed through discussions of alternate axillary approaches for weaning and mobilization. The decision was made to explant the impella, treat patient for sepsis and reevaluate for a left ventricular assist device. It was also reported that the impella had suction alarms above p6. Transesophageal echocardiography (tee) was used to confirm impella position. Impella was found to be too far into the left ventricle and was pulled back under tee guidance to an optimal position.